Event description:
Reportedly the user is experiencing pain with audio processor use, and per report, the skin is significantly thinned and the receiver stimulator appears to be almost extruding through the skin. Based on information form the irc, the cause of deafness is radiation. It is unknown if the radiation is the cause of the thin skin. The skin over the whole stimulator package is thin, and it is thought to have thinned over time. No infection was found. The user has the weakest magnet strength (# 1) with pad, but the retention is still too tight. The user had been downgraded from the original strength external magnet. The user was explanted on the (B)(6) 2021. The array was left in the cochlea for a possible future revision. During the surgery it was also noted that there was a cranial facial plate with 2 screws, according to the clinic this may have caused the pain and heating under the very thin skin.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the lowest external magnet strength was still too strong for the recipient leading to pain when using the device. This is likely caused by an inadequate skin flap preparation i.e. Too thin. In addition the device has been fixed using a cranial facial plate with 2 screws, which might have contributed to the painful sensation. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user is experiencing pain with processor use, and per report, the skin is significantly thinned and the receiver stimulator appears to be almost extruding through the skin.